Event description:
The monopolar curved scissors tip cover accessory was returned without any info. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering found various mechanical tears and holes burned through the silicone. The damage is contained within one half of the tip cover silicone, between the two parting lines. The holes are .010 inches in size with varying shapes and are located .200 inches to .350 inches above the silicone to sleeve interface. Multiple holes indicate multiple arcing events occurred. Various mechanical tears were found in the general vicinity of the holes. Engineering concluded tht arcing is likely due to insufficient silicone dielectric strength, with dielectric strength weakened due to instrument collisions. High generator settings may have also contributed to arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively,. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.